Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
New information: d8, h2, h3, h4, h6. This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: auxiliary channel. Cfu: 1cfu. Bacterial identification: micrococcus luteus/lylae. Sampling date: (B)(6) 2025. Sampling from: operator channel. Cfu: 7cfu. Bacterial identification: staphylococcus epidermidis, cytobacillus oceanisediminis, priestia species. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The device was evaluated where an additional potential adverse event was confirmed where there are foreign material on the light guide lens and jet tube.

Event description:
No additional information received from customer.